Manufacturer narrative:
The original report for this event was reported on 09/25/2007; however, additional information was received on 12/10/2007. MDR reportability was reviewed and it was determined to change this report to a serious injury MDR reportable event.

Event description:
Procedure type: gastrojejunostomy. According to the reporter: an anastomosis was made using the gambee method with the suture. Four knots were made during the anastomosis. The anastomosis site was lavaged, however the fourth knot then came loose. The doctor then cut out part of the tissue that the suture was applied to. An instrument was then used to redo the anastomosis. Unanticipated tissue lose occurred during the procedure.